Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: warnings: do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Users and or patients within the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through the drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Cautions: this product contains natural rubber latex which may cause allergic reactions. Storage: keep away from sunlight. Correction- e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two foley catheters on of which had a slow leak from the top and the second they noted a slit in the lining that allowed liquid to leak. They said it was very difficult to deal with for an entire month. Stated they received a call from some guy but did not have his name or number. They stated they probably gave them a case number but didn't write that down either. Representative advised caller that the best bet to receive a proper investigation of this complaint would be to speak with the bd product complaints team; agreed. Attempt to transfer and the team was in a meeting. Advised caller of this and stated they could send them an email for follow up as well as them leaving them a message to call back- but caller refused and stated they were tired of talking about it. They did state that they were unsure of the timeline for their (pc) timeline for response and to be aware it may not be immediate. Per customer via phone on 06may2025, it was reported, sample sent back on may 5th, await sample to evaluate and have replacement sent out if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two foley catheters on of which had a slow leak from the top and the second they noted a slit in the lining that allowed liquid to leak. They said it was very difficult to deal with for an entire month. Stated they received a call from some guy but did not have his name or number. They stated they probably gave them a case number but didn't write that down either. Representative advised caller that the best bet to receive a proper investigation of this complaint would be to speak with the bd product complaints team. Agreed. Attempt to transfer and the team was in a meeting. Advised caller of this and stated they could send them an email for follow up as well as them leaving them a message to call back- but caller refused and stated they were tired of talking about it. They did state that they were unsure of the timeline for their (pc) timeline for response and to be aware it may not be immediate.